Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise with scope communication error (b30) and white residue in air/water channel and cylinder. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the e226 scope communication error is no problem detected, for noise with scope communication error (b30) is cause traced to component failure and for white residue in air/water channel and cylinder is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope received a e226 communication error. The issue occurred during inspection for use. There was no patient involvement.